Event description:
It was reported that during a scheduled supply change the user¿s caregiver was unable to advance the connector threads, with the connector stopping at the nine-o'clock position, and the issue resolved after replacing the connector, after which attachment proceeded normally and blood glucose readings were reported as normal. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer troubleshooting over the phone. Investigation of this case revealed a connector attachment difficulty consistent with a damaged or defective connector, and normal performance after a new connector was used indicated the pump and related components functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was use of a faulty connector consistent with a component anomaly.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.